Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3275005 (mfg. Date 06/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Visual receipt: 12/20/2016 - received one (1) used 46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set; lot# 3275005. The leak was confirmed at the bonding site of the female luer and the stopcock next to the safeset syringe. Blood was visible in the pressure tubing. Functional testing: unit was pressure leak tested. Unit was observed to fail at the bond between the 1 way stopcock and the female luer. Final analysis summary: the returned unit was confirmed to leak. The root cause of the failure was from a channel leak in the solvent bond between the one way stopcock and the female luer. Manufacturing and quality have been notified for their heightened awareness.

Event description:
Complaint rec'd regarding one (1) 46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set; lot# 3275005. The report states, crack in the system near the plunger area. There were no adverse patient consequences reported.